Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of excessive no delivery alarms. The customer's blood glucose level was unknown. The customer stated that he had tried changing the entire set, changing the battery, and reentering all information to no avail. The customer expressed frustration and stated he was reverting to manual injections. The helpline tried to reach out to the customer but was unsuccessful.